Event description:
On may 12, 2011, the lay-user/patient contacted lifescan from (B)(6) alleging that a one touch verio meter had a problem. The patient disconnected the line before specifying what the problem was. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an unspecified issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
PMA: 510 (k) # is k093745.